Event description:
It was reported that removal difficulty occurred. The 20% stenosed target lesion was located in the mildly tortuous and mildly calcified splenic artery. A 150/10 renegade hi flo and 165cm transend 18 guidewire were selected for embolization. The devices were prepared according to the instructions for use (IFU). However, during advancement, it was noted that the devices became stuck with the 0.038 non-boston scientific angiographic catheter and could not be pulled out. The devices were then pulled out directly and the procedure was completed with another of same device. There were no patient complications as a result of this event, and the patient was stable post-procedure.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). E1 - initial reporter phone: (B)(6).